Manufacturer narrative:
The reported failure of vent inop- therapy cpu is still running in boot monitor software is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
A garbin evo linde ventilator was returned to a third-party service center for scheduled maintenance. The device was not in patient use at the time of service, and no patient harm or injury was reported. During the in-process evaluation at the third-party service center, review of the device event log identified an evt_tpy_held_in_bm error indicating that the therapy central processing unit (cpu) remained running in boot monitor software, resulting in a ventilator inoperative condition. Investigation determined that replacement of the system printed circuit assembly (pca) is required to correct the issue. The event log also documented an evt_internal_batt_failed error indicating that the internal li-ion battery reported a permanent failure condition. Replacement of the internal battery was determined to be necessary. Additionally, an evt_detach_batt_failed error indicated failure of the detachable li-ion battery, which also requires replacement. During the maintenance evaluation, the air foam inlet filter, particulate filter, and muffler were identified for replacement in accordance with the device's 4-year preventive maintenance procedure. One screw associated with the f2 door was also found to be missing and requires replacement. The device is out of warranty and is currently awaiting customer approval for repair. No adverse event, patient involvement, or injury was reported. A final report is being submitted. If additional information becomes available following completion of the device repair that impacts the investigation findings or medical device reporting determination, a supplemental report will be submitted.